Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, almost at the beginning of a laparoscopic intra-abdominal hernia, while suturing where the hernia had been, the suture broke. They took another suture to complete the case. No patient injury.